Event description:
It was reported that the lead was repositioned one day post-implant, due to a decrease in thresholds and dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information stated that the lead was explanted due to infection and erosion.

Manufacturer narrative:
Review of quality records continued - (B)(4).